Event description:
It was reported that during an unrelated service visit by the getinge field service technician, the helium regulator could not be adjusted on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported the helium regulator could not be adjusted on the cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated field: (type of investigation, investigation findings, component codes, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) can not adjust helium regulator. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, while testing customer pump before performing coiled cable field action by getinge rep found helium regulator to be out of calibration. Regulator was set at 200 mmhg and I was unable to adjust it to specification of 250-300mmhg. Replaced helium reservoir assembly. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. Complete checkout and checklist has been performed. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following part associated with this complaint helium reservoir assy. This part was received with a reported unit failure message of issue adjusting of helium regulator. Performed visual inspection of this part and the part looks to be in good condition. Installed helium reservoir assy. Into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r.the failure analysis and testing department verified the failure message of issue adjusting of helium regulator. The fat dept. Found having issue during helium regulator calibration. Helium reservoir assy. Failed testing. Retaining helium reservoir assy. In the fat dept. Per procedure 0002-07-d008 rev aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.